Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years old. Block h6 (impact code): imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h6 (device code): imdrf device code a0401 captures the reportable event of core wire broken. Block h10: the returned amplatz super stiff was analyzed, a visual and microscopic evaluation noted that the coil wire unraveled due to the core wire found detached approximately 2.6 cm from distal tip to the transition point. Additionally, the core wire was kinked in the distal section. Media inspection shows that the core wire was detached and separated at the transition point. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of core wire break and device unraveled material was confirmed. Based on the condition of the returned device, it is probable that the functionality of the device could be affected by an excess of force, manipulation, and the technique used could have contributed to the reported event. Therefore, the most probable cause of this complaint is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used in the kidney during a ureteroscopy procedure on june 15, 2023. During the procedure, when the guidewire was placed inside the patient, it unraveled, and the core wire broke. Reportedly, the broken tip was retrieved. The physician used a second amplatz guidewire, and the same problem occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years old. Block h6 (impact code): imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h6 (device code): imdrf device code a0401 captures the reportable event of core wire broken.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used in the kidney during a ureteroscopy procedure on (B)(6) 2023. During the procedure, when the guidewire was placed inside the patient, it unraveled, and the core wire broke. Reportedly, the broken tip was retrieved. The physician used a second amplatz guidewire, and the same problem occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.